Event description:
Healthcare professional (material manager at hospital) reported a lap-band port was explanted and replaced. Patient reported experiencing "heartburn" and "loss of restriction." The patient reported being treated with prilosec for the "heartburn." At the last fill, the patient reported "the doctor was extracting fluid from the band, they were getting bodily fluid." At the time of explant, the patient reported there was "a kink in the line of the port and an inch long tear of the tubing." Follow up with the patient's surgeon are in progress.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. "Heartburn" are surgical and physiological complications and an analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of "heartburn" as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."